Manufacturer narrative:
User facility mandatory medwatch was received 05/13/2010. The report number is (B)(4). The device was received. Investigation is not complete. As indicated, this event was identified as part of a customer notification dated april 2010. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
User facility mandatory medwatch received that stated: "pt with hypogammaglobulemia was receiving a series of intravenous immune globulin flebogamma infusions monthly. Pt received 25mg benadryl IV. Rn put 0.5 ml benadryl in 50 ml normal saline IV bag. Pump setting for benadryl was from drug library 50ml volume to be infused for 15 minutes. At conclusion of 15 minutes, rn was in another room when she heard IV pump with soft alarm. On arrival in the pt's room, the IV pump was still soft alarming, pump had changed to keep vein open 20 ml setting and total volume in was 51.2 ml. Rn noticed that there was air in line past the cassette down the tubing toward pt. Pump was put on standby setting, biotechnician was notified, and pump and IV tubing was given to biotechnician. No air reached the pt. Hospira was notified." Upon further query, the following info was provided that indicated, air in the tubing distal to the device with no device alarm. At an unspecified time, the device was programmed for delivery of benadryl 25mg/50ml, with a vtbi of 50ml, for a duration of 15 minutes, and a 20ml/hr kvo rate. No further programming parameters were provided. The container size was reported to be 50.5ml. After "15 minutes," the nurse reported an end of infusion alarm. At that time, the nurse returned to the pt room and noted the device was delivering at kvo rate. The nurse measured "34 inches of air" in the tubing set distal to the cassette with no air in line alarm. The nurse indicated being unaware that the pharmacist programs a kvo rate for benadryl in the drug library. At that time, the nurse reported stopping the delivery. The device was removed from clinical service. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The customer contact reported therapy was complete. During testing at the user facility, the device passed testing by appropriately alarming for distal air in line. Though requested, no additional info was provided.

Manufacturer narrative:
The issue of failure to alarm for air in line was evaluated under a formal investigation. (B)(4).  Several corrective actions had been identified.  A clinical bulletin was issued to notify customers to use air elimination filters and not to over program the volume to be infused in the device.  Secondly, an urgent device recall was issued notifying customers on air mitigations, product information on the use of air elimination filters, priming the filter tubing sets, filter size use with blood tubing sets, and medications that cannot be filtered.  Thirdly, the symbiq system operating manual was updated that was completed 06/30/2010.  Fourthly, the training materials for clinical users based on the changes to the system operating manual were updated.  Next, the production of macrobore and remedial microbore tubing sets were accelerated to meet customer demand and hospira is currently in the process of conducting the recall to replace the customers affected tubing sets.